Event description:
It was reported that a patient underwent a cardiac ablation procedure for ventricular tachycardia (vt) which included the use of an ez steer¿ thermocool® nav bi-directional catheter and experienced heart block requiring implantable cardioverter-defibrillator (ICD) for an intervention and hospitalization. The event occurred when the septum of left ventricle (lv) was ablated by thermocool during vt in the middle of the procedure, and when the vt was terminated. The procedure was continued as it was and completed without any problem. The patient still had the left bundle branch block when leaving the room. This event was initially assessed as non MDR reportable. However, on 09-nov-2023, additional information was received which stated that an implantable cardioverter-defibrillator (ICD) was implanted in the patient. The patient recovered with no disabilities that interferes with daily activity after an extended hospitalization. With the additional information received, this event is now considered MDR reportable. The awareness date was 09-nov-2023.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).